Event description:
Patient underwent a generator replacement due to an increase in seizures captured in MFR. Report #1644487-2019-01998. The explanted generator was received by the manufacturer and product analysis was performed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output current was verified in the product analysis lab. A visual assessment of the printed circuit board assembly (pcba), performed showed contaminates on the trimmed edge of the pcba. No other visual anomalies were identified. The contamination that was observed on the trimmed edge of the pcba suggest probable electrical paths, resistive paths were established between the copper edges on the trimmed edge of the pcba which may have contributed to the supply current conditions. There were no other performance or any other type of adverse events found with the pulse generator. The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No further relevant information has been received to date.